Event description:
The surgeon complained the package of universal tibial baseplate to look as if it was wet inside and nonsterile before opening the package. Was not usable in the surgery.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The surgeon complained the package of universal tibial baseplate to look as if it was wet inside and nonsterile before opening the package. Was not usable in the surgery.

Manufacturer narrative:
An event regarding inner blister lid damage involving a tri ts baseplate size 4 was reported. The event was confirmed. Visual analysis confirmed the event. The inner blister lid had two areas of yellowing where the blister was wrinkled. The seal of both the outer and inner blister were examined and were unremarkable and showed signs of a complete seal transfer. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for this lot. The investigation concluded that yellowed, wrinkled area of the inner blister lid was caused by contact between the lid and the foam underneath during the packaging and heat seal process. Packaging innovations confirmed the sterility of the device is not compromised in this situation.